Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Following information reported, the maxi sky 440 ceiling lift dropped unintended (one to two inches). No patient was involved. No injury was claimed.

Manufacturer narrative:
The technician was unable to reproduce the reported problem during the device inspection at the customer's site, therefore the exact cause of the issue could not be determined. No device malfunction that could have led to the strap's unexpected lowering was found. To sum up, the maxi sky 440 ceiling lift was not being used for a patient treatment when the incident occurred but the strap of the device unwound itself and from that perspective the device did not meet its performance specification. The complaint decided to be reportable due to allegation of the maxi sky 440 ceiling lift drop. No injury was claimed.